Event description:
On 23-jul-2025, the user reported that the ilet touchscreen was cracked in the top corner and that area of the screen was unresponsive. The agent confirmed the shipping address and arranged for a replacement device. No blood glucose impact was reported, and the user did not require medical assistance.